Event description:
Complainant alleged that while treating a patient the device's sync-output time was incorrect. The device reportedly synced on the "t" wave rather than the "r" wave. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing of the device failed to duplicate the malfunction.